Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 4 of 5 reports for the same patient. Related records: (B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025 at 10:00pm, the patient was sitting on the couch watching television when his nieced noticed he was sweating profusely and had lost consciousness. Prior to the event, the cgm was reading above 100 mg/dl. The patient's brother-in-law called emergency services. Upon arrival, they checked a finger stick and the bg was "low" (below 20 mg/dl per ems). Emergency medical technician's administered the patient glucose via IV and the patient's bg increased to 133 mg/dl (confirmed with a finger stick reading). The patient declined transportation to the hospital. Three days after the event, the patient went to the hospital for further evaluation. He was there for four hours for observation where his glucose levels were monitored and then discharged. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.